Event description:
It was reported that during a stenting treatment procedure the guide wire was stuck inside the stent. The guidewire was stuck inside the stent. No patient complications were reported and the patient status is okay. Additional information has been requested and is unavailable.

Event description:
It was reported that during a stenting treatment procedure, the guide wire was stuck inside the stent. The guidewire was stuck inside the stent. The physician managed to remove the devices. The procedure was completed with another unspecified stent. No patient complications were reported and the patient status is okay.

Event description:
It was further reported that the physician managed to remove the devices. The procedure was completed with another unspecified stent.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that it was returned with a guidewire attached. This guidewire was covered in solidified blood and was removed from the device using minor force. The lumen is also damaged 10mm from the port site. Kinks along the entire hypotube were also noted. The stent and tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).